Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 54 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they treated for the low blood glucose by food. Customer was using the auto mode feature at the time of the incident. The user alleged the insulin pen was over delivering insulin due to because of the sudden incidences of low blood glucose levels after meals. The pump will not be returned for analysis.